Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited one beat of t-wave oversensing. Technical services (ts) was reviewed the data and noted the one oversensed beat occurred before a three beat run of ventricular tachycardia (vt). Ts noted there was no evidence of oversensing in the rest of the event or on the presenting electrogram (egm). Ts recommended continued monitoring and discussed reprogramming options. This crt-d remains in service and no adverse patient effects were reported.